Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer kept experiencing a lot of air bubbles. The customer had been in contact with a sales representative who found no irregularities in how they fill the reservoir and tubing. The customer would like the insulin pump to be replaced. The customer's blood glucose level was unknown.